Manufacturer narrative:
The issue could not be duplicated when the ventilator was investigated on site. As a preventive measure the nozzle units in the o2 and the air gas module were replaced and returned for investigation. Robustness testing of the received nozzle units have been reproduced the described customer issue with high o2 concentration. No log files have been received. Based on the test results we have concluded that one nozzle unit was the cause to the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. (B)(4).